Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient implanted for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient had their implantable neurostimulator (ins) removed during their 2nd spine surgery. They added that the spine surgery was not related to the device or therapy. The caller stated that the implant never worked, so the patient just got it removed while having the spine surgery, because they were opened up anyway. It was noted that the surgery occurred on (B)(6) 2018. The caller stated that they just received a call from the patient¿s nurse regarding the spine surgery, indicating that they¿ve got a serious problem with the patient now. The caller inquired about the donation of the patient¿s external equipment and was transferred to repair. No further complications were reported or anticipated.